Manufacturer narrative:
It is indicated that the monitor is not returning for evaluation. Since the monitor associated with the complaint was not returned, in-house testing was performed on strip lot k385431 and found that the lot meets release criteria. The product performed as expected. A review of the manufacturing records was performed; the lot met release specifications. Unable to determine a root cause from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A customer in australia reported a variance between inratio inr result and lab inr result. The results were as follows: on (B)(6) 2016 - 08:30 am - lab - 2.7;.on (B)(6) 2016 - 08:45 am - inratio - 1.6. Reported therapeutic range: 2.5-3.5. (Note: the inratio2 product hs99007g1 is not available in the united states; however, this MDR filing is due to a same or similar device being available in the united states.)